Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis noted no thrombus on the valve and when the valve was placed in warm water the valve fully expanded. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions. The presence and rate of formation of thrombus is largely dependent on patient condition. It was reported that the patient was given heparin during the procedure with act (activated clotting time) levels controlled above 250 seconds, which is per the evolutr instructions for use (IFU). Medtronic is unable to confirm that coagulation issues may have led to this event as no thrombus was found on the valve. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. No thrombus was returned. Leaflet 2 and 3 were in the closed position. Leaflet 1 was partially open between the free margins of leaflet 2 and 3. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All commissures were intact. The valve was placed in warm water and there was no change in the configuration of the valve and frame. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that the patient did not have any history of any coagulopathy issues or other blood disorders that may have played a role in the thrombus. Heparin was injected with a result of greater than 300 seconds and controlled above 250 seconds. The duration of the transcatheter aortic valve implantation (tavi) procedure was about 30 minutes. Immediately following the deployment of the valve, complete heart block (chb) was noted on the ECG and required the permanent pacemaker implant. Thrombus on the leaflets of the valve was identified at around 3 centimeter (cm) in the right coronary artery near the frame of the valve. No bleeding was observed during the procedure and no bleeding occurred during the closing of the artery. During recovery, the activated clotting time (act) levels were controlled every 30 minutes for an act always greater than 400 seconds. The physician reported the cause of death as related to thrombosis of the right coronary artery and thrombosis of the valve. The valve thrombosis possibly obstructed the right coronary artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 30 minutes following the successful implant of this transcatheter bioprosthetic valve in the native valve, electrocardiogram (ECG) showed conduction issues and a permanent pacemaker was implanted. The conduction issues persisted and a coronarography noted thrombosis on the valve. Intervention was performed to explant the valve. The valve was then replaced with a non-medtronic surgical bioprosthetic valve. Just after the implant of the surgical valve, the results were found to be good. 30 minutes after the implant of the surgical valve the patient died. No autopsy was performed, and the cause of death remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Angiographic records submitted for review show the valve being deployed successfully, and the coronaries filling with contrast. The last cine shows the valve fully deployed and the delivery catheter system (dcs) being withdrawn into the aortic arch and the wire being removed from the left ventricle. The cines do not show the pacemaker getting implanted, and do not show evidence of thrombus on the valve. If information is provided in the future, a supplemental report will be issued.